Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent small bowel resection and lysis of adhesions on (B)(6) 2012. It was reported that the patient experienced small bowel obstruction, severe pain, recurrence, adhesions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.